Manufacturer narrative:
The customer performed maintenance which appeared to resolve the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for five patient samples from the cobas 8000 cobas ise module. Patient 1 initial result was 158.4 mmol/l. The repeat results on other analyzers were 149 mmol/l and 151 mmol/l. Patient 2 initial result was 150.4 mmol/l and the repeat result on another analyzer was 144.3 mmol/l. Patient 3 initial result was 150.7 mmol/l and the repeat result on another analyzer was 142.6 mmol/l. Patient 4 initial result was 150.4 mmol/l and the repeat result on another analyzer was 143.7 mmol/l patient 5 initial result was 154.9 mmol/l. The repeat results on other analyzers were 146.9 mmol/l and 148.1 mmol/l. The questionable results were not reported outside of the laboratory. The sodium electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.